Event description:
The customer reported, that the screen remained black [no image], after their evis exera iii bronchovideoscope was plugged in. The issue was found during reprocessing. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. Upon inspection and testing, the reported image issue was confirmed. Additionally, the instrument channel was leaking, the adhesive was lifting, the bending section had multiple dents, the insertion tube had multiple dents, the investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope due to a leak while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the reported no image. The events can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". The events can be prevented by following the instructions for use (IFU) which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.